Manufacturer narrative:
The complaint sample (1mtec30 cartridge) was not received. Only the lens and the lens case were received inside the folding carton. The reported device problem code of cartridge crack could not be verified. Since the lot number of the cartridge was not known, no manufacturing record review could not be performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): lot number was not provided; therefore, the expiration date is not available.(B)(4): the device manufacturer date is not available as the lot number is unknown.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the eye, the cartridge cracked. No patient injury reported. No further information is available.